Event description:
Epidural catheter would not advance. Second epidural catheter used inserted smoothly but medium would not inject through catheter. Third catheter used, inserted smoothly but medium would not push.